Manufacturer narrative:
Discussed event with end user's husband and it appears this was user error. The scooter is in use with the end user with no complaints and the unit is operating per design.

Event description:
Received a call from the end user's husband alleging, she was in a department store dressing room hallway and when she turned the scooter to get out of the dressing room area she tipped over. The end user sustained a cut on her head requiring staples, sore neck and bruising on her right arm.